Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device ntlc75 lot number r40j6n and no non-conformances were identified. Manufacturing date: 06/11/2018 expiration date: 05/31/2023 if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the firing knob moved halfway but stopped moving and it came off suddenly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.